Event description:
It was reported that pump displayed malfunction alarm code 12, and caller did not report any events leading up to issue. There was no reported impact to the customer¿s blood glucose level. Technical support assisted caller with pump reset steps and confirmed on follow-up that the malfunction did not recur. The customer continued to use the pump for insulin therapy.